Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report six of ten for the same event. Reports one through five and seven through ten are reported on MFR #0001032347-2016-00704 through 0001032347-2016-00708 and:0001032347-2016-00710 through 0001032347-2016-00713.

Event description:
The patient reported she would receive a temporomandibular joint (tmj) implant revision as the implant has shifted and needs to be re-positioned.